Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the day following an ablation procedure, the patient developed right hemiparesis due to a stroke. Imaging revealed ischemic damage at the level of the left corona radiata. Follow up shows the symptoms almost subsided with the exception of fine motility. There was nothing during the ablation procedure that was not as expected, it was completed with standard of care without complications. Prior to the procedure, thrombosis was ruled out by intracardiac echo. There were no performance issues with any abbott device.